Manufacturer narrative:
The complaint is not confirmed. One unpackaged ar-12990, batch 13443458 knee scorpion was received for investigation. Visual inspection concluded without the observance of any breakage. The returned ar-12990 was functionally evaluated with a test ar-12990n needle, and the knee scorpion operated as intended. No problem found. The needle used during the procedure was not returned for analysis.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-12990 knee scorpion, broke. This was discovered during use in a procedure on (B)(6) 2021.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.